Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported that a patient injected with harmonyca¿ and [unspecified] juvéderm® voluma¿ in the zygomatic region (ck1, ck4) and "has developed an abscess which developed after micro needling/ blading on the face". Patient was administered vancomycin and gentamycin (due to allergy to penicillin) and is now in hospital. Symptoms ongoing/unresolved. This record relates to [unspecified] juvéderm® voluma¿.

Event description:
Abbvie medical safety has determined event of abscess is not device related.

Manufacturer narrative:
Additional, corrected, and/or changed data: b1, b2, b5, h1, h6.

Manufacturer narrative:
Clarification to e.1. Phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, corrected, and/or changed data.

Event description:
Healthcare professional (hcp) reported that a patient injected with harmonyca¿ and juvéderm® voluma¿ with lidocaine in the zygomatic region, ck1 anchor and curve, ck4, jw 1,4 & 5 and "has developed an abscess which developed after micro needling/ blading on the face". Patient was administered vancomycin and gentamycin (due to allergy to penilcillin), oral antibiotics, clarithromycin. Patient hospital admission, various IV antibiotics, IV fluids, antipyretic and pain control. Symptoms ongoing/unresolved. Hcp later additionally reported, "no immediate post complications. Some slight swelling". Patient "noticed hard painful lump under skin which she believed at the time to be associated with acne", "face was significantly swollen, painful, and exuding puss," also described feeling very warm and unwell". Hcp was able to determine what looked to be an abscess slightly under the zygomatic /anteromedial cheek and concern was that this may be delayed onset nodule". Patient was seen by gp and found to be pyrexial tachycardic and abscess had increased by 2cm overnight. This is the same event and the same patient reported under emdr-60130. This emdr is being submitted for the serious injuries.